Event description:
My mother suffered from the fracturing of her heart leads - medtronic pacemaker - in 2008. This resulted in her being shocked about 80 times over 3 hrs, where at times they were so subsequent that she couldn't catch her breath and breathe. It took 2 hrs for a rep from medtronic to come and turn off the machine, and the medical staff at the hosp where she was admitted did nothing. We were told by our cardiologist that the attending staff at the hosp should have placed a magnet over the location of the pacemaker to stop it, but they never did that. Instead they just watched my mother get shocked over and over and over again. They also had told us that the pacemaker was shocking my mother because her heart had stopped, but if that was the case, wouldn't you try and do something? My mother survived this and had a new pacemaker put in a couple of days later, as her heart had to rest from all the stress, it had undergone, but if they had taken any longer, she might not have survived. She suffered tremendously through this ordeal, and still carries that suffering and pain with her and will for as long as she has a pacemaker, which unfortunately will be for the rest of her life. Route: intracardia. Dates of use: 2006 - 2008. Diagnosis or reason for use: weak heart.